Manufacturer narrative:
A device history record (DHR) review was conducted for part: 03.010.473, lot: l507307: manufacturing site: haegendorf, release to warehouse date: (B)(6) 2017. The device history record shows this lot of 36 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. A product investigation was conducted. Service & repair evaluation: the customer reported the part that threads together to create the locking was bent. The repair technician reported the slider and nut were missing, and the tip was bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. At us customer quality (cq), the inter-lock hex screwdriver was received with a deformed/bent tip. It was observed that the tip of the screwdriver is also twisted. Additionally, the nut and slider components were not returned with the device. No new malfunctions were identified. Based on the visual inspection, the complaint condition agreed with the complaint description and the complaint is confirmed. Dimensional inspection: a dimensional analysis could be performed on the device as it was returned with post manufacturing damage. Document/specification review: relevant drawings for the returned device were reviewed during the investigation (both current and from the time of manufacture): the device history record shows this lot of 36 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Conclusion: while no definitive root cause could be determined, it is possible that the device encountered excessive twisting or untended forces during usage could contribute to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an interlocking screwdriver was noted to be damaged while being processed in central sterile. It was further explained that the part that threads together to create the locking has been bent. Because the two pieces that lock together are bent, the screwdriver tip cannot articulate to interlock with the head of a screw as intended. The reporter stated that the interlocking half of the tip, when tested, cannot align with the recess of the screw. The hospital reportedly attempted to repair the screwdriver but it could not be fixed. The testing occurred outside of a procedure and it was confirmed that there was no patient involvement. Concomitant devices reported: screw (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during processing in the central sterile on an unknown date, the inter-lock screwdriver was noted to be damaged. The screwdriver tip cannot articulate to interlock with the head of a screw as intended due to part that threads together to create the locking has been bent. The reporter stated that the interlocking half of the tip, when tested, cannot align with the recess of the screw. There were no patient and procedure involvement. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity 1).